Event description:
Event description guidant received information that the patient with this implantable chf device and lead system expired on august 19, 2005. There were no reported allegations or complaints against the device or lead system. Upon arrival at guidant, preliminary analysis on the device identified arc marks on the titanium casing.